Manufacturer narrative:
D4 correction: additional device information was updated to reflect the correct lead that was explanted and replaced. H11 correction: cml no longer applies to this adverse event. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's right lead was confirmed visually fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000160690.

Event description:
It was reported that the patient experienced ineffective stimulation. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead attributed to this issue.